Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power issue.  The customer did not send their battery in with the device so the battery could not be tested.  With a test battery, proper device operation was observed through functional and performance testing.  The cause of the reported issue could not be determined. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status.  The customer has also been reminded of the importance of always carrying a spare fully-charged battery.  Physio-control recommended the customer replace the battery.

Event description:
The customer reported that their device would no longer power on.  The customer also indicated that the installed battery was in a "very low" state of charge and would not provide sufficient power to the device.  There was no report of any patient use associated with the reported issue.